Event description:
Patient died during a procedure while a fluid warming device was in use. An anestheiologist described as seeing a large air bolus in the central line and originally reported that he didn't think the fluid warmer was involved. He later told that he couldn't rule out the fluid warmer and that a nurse prematurely disconnected the fluid warmer when he left the room and it had to be reconnected to the pt. It was after that when the dr saw the air bolus. The chest had to be reopened to release the air and after that the pt expired.

Manufacturer narrative:
Device serial number has not yet identified. Gaymer believes that this device has not caused or contributed to this incident.